Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 882 mcg/day via an implantable pump. The indication for use was not reported. It was reported a pump motor stall occurred. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. Diagnostics/troubleshooting included interrogation with the clinician programmer. Minimum flow rate was programmed after pump interrogation. The patient was hospitalized, and surgical intervention was planned. The pump replacement would ¿probably be performed¿ on (B)(6) 2019. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. The implant date was unknown. No further complications were reported.

Manufacturer narrative:
Analysis found residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.